Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's failed touchscreen verification test. The device was not in patient use. The device's display was returned to the manufacturer's product investigation laboratory (pil) for investigation for an alleged complaints of failing touchscreen verification test and was unable to confirm the complaint. Pil concludes that the device's display functioned as designed and operated without issue or error codes and were scraped.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator's failed touchscreen verification test. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.